Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that there was a crack around the display window. The customer's blood glucose was unknown. Nothing further was reported.